Event description:
Customer reported that there are teeth broken on the zipper tape and the slider is damaged on the left, right, head, and foot panels. Customer did not know when the issue was discovered. No pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue that the teeth are broken on the zipper tape. However, the pt access, right side window, zipper slider is broken in half. Also, the top trial, pull tab is missing and there is one inch netting tear. Additionally, the right side panel, mattress envelope is delaminated and left side panel has one inch frayed. Note: instruction for use state: never use the bed if a zipper slider is bent open or damaged and the zipper cannot be zipped completely closed. Never use the bed if a zipper coil is kinked, misaligned, or has gaps and does not close securely along the entire length. Never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. Before leaving the pt alone, apply pressure with your hands along the entire length of the zipper to make sure the panel is securely closed and that there are no gaps or openings along the entire length of each zipper. Always use zipper pull-tabs and ensure that zippers are fully closed. (B)(4).